Event description:
A home pt's spouse contacted baxter's technical service center for assistance. Per initial report, the home pt left the clamp closed on one of the supply lines through the prime cycle. Once the pt noted that the supply line was clamped, he opened the clamp and began to hear gurdling noises from the homechoice machine. Baxter's technical service center assisted the home pt's spouse in ending therapy early. No pt injury or medical intervention was associated with this incident per the home pt.